Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced severe pain, discomfort, abdominal pain, groin/pelvic pain, infection, bleeding, vaginal erosion and dyspareunia. All other information is unknown and unavailable.